Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: japan.

Event description:
It was reported that during surgery the carrying skin graft was magnified to 1.5 to 1, although the specification rate of magnification of the product is 3 to 1. There was no note of patient harm or delay. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; functional, visual, and/or dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery on (B)(6) 2023, the carrying skin graft was magnified to 1.5 to 1, although the specification rate of magnification of the product is 3 to 1. There was no note of patient harm. There was a delay of 0-15 minutes and the procedure was completed with another device. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.